Event description:
Pt was in for ankle surgery 2 weeks prior. Began having symptoms of dyspnea - recurrent massive pulmonary edema. Not a candidate for thrombolytics. Ran angiojet (aj) in lower pole, middle pole and market improvement. Still had thrombus. Ran aj again. Dissection in medium size right pulmonary artery. O2 saturation dropped to 46 percent. Inflated 4.0x20mm gemini and catheter balloon at 16atm and 6.0x20mm balloon at 3atm all night. Hemodynamically stable; partial pressure of oxygen 46; and 86% saturation. Pt alert without dyspnea. Pt did not require intubation. Pt was released about 1 week later. 03/10/2000: clinical called back. Clinical believes the device was a lf140. Clinical did talk to dr who did the case and pt felt the dissection was caused by the aj, but that the aj did save the pt's life. Clinical is not sure if the dr knew aj caused the dissection due to symptoms or flouro. Dr will use aj again.